Event description:
It was reported that the ventricular assist device (vad) exhibited low flow alarms and the controller exhibited an unexpected loss of power. The vad and the controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Brand name: heartware ventricular assist system: controller, model #: 1420-controller / catalog #: 1420-controller / expiration date: 31-dec-2020/ serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 03-dec-2019, labeled for single use: no. Patient ime code(s): (B)(4), imf code(s): (B)(4), img code(s): (B)(4), FDA device code(s): (B)(4), FDA results code(s): (B)(4), FDA conclusion code(s): d16 additional information has been requested regarding the patient information of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller ac adapter cord was fraying with exposed wires which was believed to be related to the controller loss of power. The ac adapter was replaced.

Manufacturer narrative:
###A supplemental report is being submitted for additional event details. Additional information has been requested regarding the details regarding the ac adapter, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk UDI #: asku d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unk h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02004 h6: FDA device code(s): a04 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: one pump ((B)(6)), one controller ((B)(6)), and one controller ac adapter (unknown serial number) were not returned for evaluation. The reported controller ac adapter cable damage event could not be confirmed due to insufficient evidence. Log file analysis revealed a controller power-up event, with an associated motor start event, logged on 04/apr/2022 at 07:56:52. The data point recorded prior to the loss of power revealed that a battery was connected to power port one (1) with 95% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that the battery was connected to power port one (1) and another battery was connected to power port two (2). The controller was without power for 16 seconds. No anomalies were recorded leading up to the loss of power. Additionally, two (2) low flow alarms were logged on (B)(6) 2022. As a result, the reported low flow alarms and loss of power events were confirmed. Based on the risk documentation, possible causes of the reported low flow alarms event may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula/outflow graft, poor ventricular assist device (vad) filling, and/or inappropriate pump rotational speed. A possible root cause of the controller loss of power event can be attributed to a disconnection of both power sources, an intermittent disconnection on one or both power sources, and/or a malfunction of the controller ac adapter. CAPA (B)(4) is investigating controller losses of power. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported damaged adapter cable event can be attributed, but not limited, to wear and/or the handling of the device. Additional products: d4: model #: 1420 / catalog #: 1420 / serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 d1: heartware ventricular assist system ¿ controller ac adapter h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.